Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the umbilical cable needed to be replaced. The cable was ordered and replaced, it fixed the imaging system issue and passed all testing. It was put back into use. The cable was sent back to manufacturer for evaluation. Confirmed reported problem "continuous image frame rate error." Umbilical cable failed bench level test. Fails the validator gbit test. Pin 1 broken on the lemo side. No further issue reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after booting the imaging system an error message displayed "frame rates below recommended levels." There was no impact on patient outcome.